Event description:
Potential for contamination of 100ml normal saline bags for IV use. Bags have been reported to be leaking when hooked up to IV administration equipment. Diagnosis or reason for use: hydration/diluent.